Manufacturer narrative:
(B)(4): the meter has passed testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2013 the lay user/patient contacted lifescan (lfs) alleging she was unable to insert the onetouch test strips into her onetouch ultra meter. This complaint was classified based on the customer care advocate (cca) documentation. On (B)(6) 2012 at 8am, the patient reported the alleged issue first occurred. The patient reported taking oral medications with diet and exercise to manage her diabetes. It is unclear if the patient made any changes to her usual diet, activity level or medications on the day of the alleged issue. The patient reported on an unknown date and time she developed symptoms of 'sweating.' The patient reported on (B)(6) 2012 at 8pm, she had something more to eat or drink. During the time of troubleshooting, the patient reported it was not the first time the meter had been used, and there was no misuse of the meter. Replacement products were sent to the patient. This complaint is being reported since the patient claims due to the alleged issue, she developed symptoms suggestive of hypoglycemia and required self treatment after the issue began, and there was a delay in treatment.